Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent laparoscopic hernia repair procedure on unknown date and suture was used. The suture broke during tying knot. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: unopened samples of product code mic253, lot # lem969 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of strands and no defects or damaged were observed. Functional test was performed on the samples and the tensile strength force and pull force met the requirements. Per the condition of the sample received, no suture breakage were found.